Event description:
Customer reportedly, attempted to use the advantage meter and rec'd error messages. The customer then went to the dr, where he tested 834mg/dl on the hosp equipment. Customer rec'd an insulin shot, type and amount not provided. Requested return of suspect sys and replacement was sent.